Event description:
ECMO specialist noted bubbles in the oxygenator and at the top of the bubble trap and blood leaked from lab line "pigtail" -monitor line-. Attempt to remove air was unsuccessful. ECMO specialist noted blood leak from the lab line "pigtail". This is a correction from previous report submitted. This incident occurred twice on the same pt, within the same day. This is medwatch #2 regarding this incident.